Manufacturer narrative:
Section h10: (h3) the revision reported in (B)(4) was likely the result of the glenosphere locking screw backing out which may have been the result of the screw not being fully seated during implantation. (H6) evaluation codes: 3165, 2907. Section h11: the following sections have corrected information: (b5) describe event or problem: patient came in for a 3 month follow up of a fracture reverse procedure. On the 3-month x-ray films, dr. Gardner noticed the glenosphere locking screw head was visible. Dr. (B)(6) sent me a photo of the x-ray and the glenosphere locking screw is not seated. Dr. (B)(6) stated the screw head was not visible on patients post op x-ray or during her first post op visit films. The patient is scheduled for revision surgery on friday (B)(6) 2019. We are hoping that screw replacement is all that's needed, however if the screw does not feel secure dr. (B)(6) will have to replace the baseplate. Patient was last known to be in stable condition following the event. Revision completed on (B)(6) 2019. Dr. (B)(6) found the glenosphere screw loose. The screw was removed and a new screw was inserted. It was the reps suspicion that the screw was not seated properly in the first place. The screw is on its way back to exactech, it was shipped out yesterday. The patient was short and stocky she was roughly 5 foot tall 150 lbs. Patient is recovering at home and doing well.

Event description:
Patient came in for a 3 month follow up of a fracture reverse procedure. On the 3-month x-ray films, dr. (B)(6) noticed the glenosphere locking screw head was visible. Dr. (B)(6) sent me a photo of the x-ray and the glenosphere locking screw is not seated. Dr. (B)(6) stated the screw head was not visible on patients post op x-ray or during her first post op visit films. The patient is scheduled for revision surgery on friday (B)(6) 2019. We are hoping that screw replacement is all that's needed, however if the screw does not feel secure dr. (B)(6) will have to replace the baseplate. Patient was last known to be in stable condition following the event. Revision completed on (B)(6) 2019. Dr. (B)(6) found the glenosphere screw loose. The screw was removed and a new screw was inserted. It was the reps suspicion that the screw was not seated properly in the first place. The screw is on its way back to exactech, it was shipped out yesterday. The patient was short and stocky she was roughly 5 foot tall 150 lbs. Patient is recovering at home and doing well.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the patient came in for a 3 month follow up of a fracture reverse procedure. On the 3-month x-ray films, the surgeon noticed the glenosphere locking screw head was visible. He stated the screw head was not visible on patients post op x-ray or during her first post op visit films. The revision occurred on (B)(6) 2019, where the surgeon found the glenosphere loose. The screw was removed and a new screw was inserted.